Event description:
It was reported that a patient was admitted to a hospital after experiencing the following symptoms: dizziness, confusion, and falling. Symptoms had occurred after a pump refill session conducted at the end of (B)(6). Overdose was suspected. It was noted that no pump alarms had occurred. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)